Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/snapping, and large amounts of toxic cobalt chromium metal ions and particles. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. During primary surgery the medial calcar was fractured during final implantation of the stem. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2518083 and b69b21000. A search of the complaint database finds additional reported incidents against lot code 2538547 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. Doi: (B)(6)2008; dor: (B)(6)2014; left hip (1st revision)